Manufacturer narrative:
There have been no trends identified related to this type of event. Evaluation of returned device found implant did not meet design specifications. In response to recent FDA audit, retrospective review was performed; event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated. This report filed on may 20, 2008.

Event description:
It was reported that during discovery elbow procedure in 2007, while assembling the condyle kit, the axle on the make condyle would not fit into the hole of the female condyle. Add'l condyle kit was available to complete the procedure.